Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection with the naked eye noted damaged in the cassette sheeting. Functional testing including clear passage and clamp function testing was performed with no issues noted; however, leak testing noted a leak at the damaged sheeting area. The reported condition was verified. The cause of the damaged sheeting could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a hole in the cassette (top right corner). It was observed during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.